Event description:
C-cc-pc - pacing dificulties; it was reported that the catheter became unable to pace at percutaneous coronary intervention back up. There was no problem when customer indwelled the catheter and checked the pacing. There was no patient complications reported.

Event description:
It was reported that patient underwent wrist arthroplasty in 2005. Subsequently, it appeared that a screw had backed out and a revision procedure was performed. The components were removed and patient was coverted to a fusion wrist. The date of the revision procedure is unknown.

Manufacturer narrative:
Customer report was not confirmed. Continuity testing was not able to confirm any intermittent, short or open conditions in the pacing circuit. No visible damage was observed from the catheter and balloon.